Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. It was reported that the tubing set appeared to be split next to the bottom y-site which resulted in blood travelling back up the tubing. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20123088 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 08dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing was split, which allowed blood to backflow up it. The following information was provided by the initial reporter: "we had one IV tubing set that appeared to be split next to the bottom y-site. Can¿t provide for examination since the split allowed patient blood to travel up the tubing, so been red-bagged and tossed. Outer packaging retrieved and examined to be sure it wasn¿t something that might have happened when putting up stock, but bag is intact." "Because of the split and its location, blood travelled back up the tubing, but not with enough pressure to actually leak from the split. Defect was noticed almost immediately, so the only adverse event was the time it took to get another set and connect it."